Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation (although it is anticipated). The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR#2429304 - 2022 - 00037.

Event description:
It was reported by an olympus territory manager, the patient's turbinate was being overtreated during a submucosal resection procedure using the electrosurgical generator. It was reported the output from the handpiece was high and tissue was experiencing necrosis. The customer was advised to turn down the output of the device. The olympus representative plans to provide the customer with an additional in-service on operating the device. The procedure was completed without delay, and there were no reports of a device malfunction. It was reported the device was inspected prior to the procedure, and no anomalies were found. Additional details have been requested regarding the reported event.

Event description:
Additional information was received from the customer: the physician stated the device did not malfunction. The issue was noted at the first follow-up appointment after the submucosal resection procedure. The physician reported three (3) patients experienced necrosis of the head and mid-body of the inferior turbinate. There were allegedly no clinical symptoms, but the physician had a concern for long term empty nose syndrome. The tissue necrosis was treated with debridement and observation. The physician reported 2 devices were involved with the event: (B)(6) serial (B)(6) lot 1000084723. The 3 patients involved and the corresponding devices are as follows: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. New information was added to the following fields: b3, b5, h6, h10. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified and the product was not returned to olympus. Based on the available information, the legal manufacturer determined the probable cause of the reported issue is likely due to user error. Olympus will continue to monitor the field performance of the device.